Event description:
It was reported by the patient as a result of a lawsuit that allegedly the patient underwent primary surgery on or about (B)(6) 2003 with an intramedullary device. It is further alleged that in (B)(6) 2008 the patient had a mountain bike accident which caused the device to shift, causing pain and suffering. Allegedly the patient was revised on (B)(6) 2011.

Manufacturer narrative:
This event was reported as a result of a legal claim. Due to the ongoing litigation no additional information is not available at this time. If additional information is received it will be reported on a supplemental report. Product details unknown intramedullary device. Device will not be returned.